Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2022: 275 mg/dl, 150 mg/dl, and 97 mg/dl. On a different day, the patient received the following results within 15 minutes: 375 mg/dl and 140 mg/dl.